Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient inquired about existing lead model number and it was reviewed. It was stated patient had a hard time charging and had not been able to charge at all, so they would be replacing with intellis today. Technical services reviewed intellis port numbering and numbering of left/right tails of 565 leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. When asked the action/interventions were taken to resolve the position of the ins being shallow at the header and then deeper, the por that the patient encountering, rep stated they tried all tech services was recommended. It was unknown the cause of the ins being shallower at the header had been determined. It was noted the patient¿s weight was not available. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient got their implant the hospital did not give them their external equipment, so a manufacturing representative gave them a loaner. On (B)(6) 2018 they got their equipment and found that the recharger was depleted and would not charge. They had been trying to charge their implant and were having trouble since they got the new recharger. The desktop charger felt secure and the green light was on, but the recharger showed an empty battery. They also stated that when they tried to charge the implant it got hot and when they charged it for 4 hours they saw a thermometer and no coupling boxes. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that there was an alleged overdischarge. The manufacturing representative (rep) had done 1 physician mode recharge, but when they tried to communicate with the ins, using external components, they couldn't. Communication could not be established with the patient programmer, recharger, or the clinician programmer. The last successful recharge was 2 weeks prior. They were getting 48 and 50 away from the pocket and when they were over it they got 50-52 and 56. The ins could be felt. It was more shallow towards the header block and the rest of the ins was deeper in the tissue. The patient did not have a lot of swelling. The ins had not been moving in the pocket. The patient had charged the ins since the implant. They tried to communicate 5-6 times with the patient programmer and the tni codes were all 591. It was reviewed that there could be potential noise in the environment. It was also reviewed that multiple physician recharge modes may be requires. It was then reported that the issue had not been solved. The rep was able to clear the power on reset (por) and got some charge in the battery. When the patient got home they had the same issue. It was further reported that the recharger showed por (power on reset) and when they pressed the green they went into a charge session. They were getting 4 bars. It was also reviewed that this indicated the ins was not flipped. The patient could change position, adjust the antenna, or provide pressure on the ins to get more connection. The caller reported that they tried a 2nd recharger and had no change. The patient had recharging issues since the implant. No further complications were reported or anticipated.